Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the initial aligner fit was not good, and then the patient stopped using the aligners over 3-months due non-device-related factors and therefore none of the aligners fit. The patient was provided with tips on how to use a small nail file if needed to smooth out any rough edges to help with the bleeding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.